Event description:
It was reported that even though the tube was securely inserted, the air bubble detection alarm continued to sound. The event occurred while in patient use. There was no patient harm reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A high-pressure alarm was revealed in the event history log, verifying the reported problem. Functional testing was able to determine that the anomaly in the downstream occlusion sensor was the root cause. The downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.